Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an insect was found in the bd luer-lok¿ syringe barrel. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: one photo was provided showing an insect adhered to the inner barrel wall at the 18ml mark. One sample was received confirming the insect in the syringe. Root cause is unknown. We don¿t have the lot# for traceability and the customer source of this product. However, the company that provides pest control was contacted and additional insect traps were placed within the plant. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was not completed as no batch number was provided.

Event description:
It was reported that an insect was found in the bd luer-lok¿ syringe barrel. There was no report of exposure, injury, or medical intervention.